Manufacturer narrative:
Corrected fields: g1(contact person). The cart, hospital, rohs, was received at getinge's national repair center(nrc) for evaluation. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) tank was full of helium gas, however the helium indicator indicated the low limit on the monitor in rescue mode instead of hybrid mode, but the helium gauge indicated full on the hospital cart. There was no patient involvement, thus there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse examined unit and the helium was at the lower limit in rescue mode instead of in hybrid mode. The console of the iabp was unable to be connected properly into the hospital cart after multiple attempts were tried in accordance with operating instructions. The connection between the console and the hospital cart are unable to be aligned together. Repairs are ongoing to resolve this issue. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) tank was full of helium gas, however the helium indicator indicated the low limit on the monitor in rescue mode instead of hybrid mode, but the helium gauge indicated full on the hospital cart. There was no patient involvement, thus there was no adverse event reported. It is stated that docking part on the cart side is defective and docking of the main unit and cart side may or may not work properly. Thus leading to faulty readings. The device was replaced with a new device and hence the repair was not carried out. The defective device was received for further investigation. In order to reproduce the failure, a cardiosave unit test fixture was used. A visual inspection was performed - rivets were missing inside the chassis it was verified that pump console will not insert smoothly or disengage from the cart.it was verified that the helium gage on pump console will not show the proper helium level. The most likely cause of the rivet heads shearing is excessive force being applied to the back wall of the cart when the pump console is inserted. If the rivet heads sheared off during the manufacture of the cart, subsequent production testing would most likely have identified an issue with docking of the pump console. The back wall of the pump would have pushed in during pump docking, causing the cart¿s latching mechanism to shift out of alignment with the interface connection of the pump console. This cart has been manufactured approximately two years ago (september 2019) and was most likely in the field and operational since then. It appears that this cart experienced excessive rough handling after leaving the manufacturing facility based on the observed sheared rivet heads and additional damage to the sheet metal at the opening of the cart. If the pump console is inserted into the cart the helium indicators showed the correct levels on the monitor as well as on the cart gage . The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.